Event description:
Boston scientific received information from the local sales representative that upon interrogation of this pacemaker there was a lead safety switch (lss) screen and both the right atrial (ra) and right ventricular (rv) leads tripped the alert in the unipolar configuration. The ra impedances were 120 ohms and the rv were 140 ohms a week ago. Impedances at the time of interrogation were stable at 500 ohms for both configurations. Boston scientific technical services (ts) was contacted and discussed that the lss would only be triggered if impedances had been below 100 ohms or above 2,500 ohms. Ts stated that the lss could have happened earlier and they cannot see the less than 100 ohms values because they are in the weekly average. It was noted that there were 144 ventricular tachycardia events with myopotential noise. Far-field atrial oversensing from the ventricular sensed events was noted from the stored electrogram (egm). The local sales representative performed isometrics and noise was only reproducible in the unipolar configuration. Ts discussed that when programming in the unipolar configuration it is more likely to see myopotential noise so the tachy events are likely occuring after the lss since the noise can be re-created in the unipolar configuration. It was assumed that it was muscle noise noted in the egm. Automatic capture (ac) was set at 5.0 volts and in retry. Ac was turned off as output was 5.0 volts and thresholds were 1.0 volts at 0.4 milliseconds for the ventricular. Both the ra and rv leads were programmed back to the unipolar configuration and the lss was reset. No adverse patient effects were reported. The patient will continue to be monitored by the physician.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.